Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage due to fluid ingress was confirmed via the evaluation of the returned universal battery charger (serial number: (B)(6)). Visual inspection of the unit revealed liquid damage to the main printed circuit board (pcb), logic pcba, fan, housing, and baseplate. Due to severe liquid damage, further evaluation was not performed. (B)(6) has been scrapped. A root cause of the reported event was determined to be user error due to fluid ingress. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The unit was shipped to the customer on 03nov2020. Heartmate ubc instructions for use provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate universal battery charger (ubc) instructions for use under "warnings" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly¿. Heartmate ii battery charger IFU reference sheet states "keep the battery charger dry and away from water or liquid. If the battery charger comes in contact with water or liquid, if may fail to operate properly or you may get a serious electric shock." The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped his coffee into the battery charger. The charger will be exchanged.